Event description:
Per the audiologist, the patient's parents reported the patient hit her head on the table. After that incident the patient did not respond to auditory stimulation. Results of an integrity test done in 2008, showed the receiver/stimulator was not functioning. The patient's device has been explanted and a new device was reimplanted during the same surgery (date not reported).

Manufacturer narrative:
This report filed, september 25, 2008.